Event description:
It was reported that the patient was diagnosed with a bladder infection and put on antibiotics. She had a follow-up appointment in ten days. It was also reported that the patient saw a specialist who stated the implantable neurostimulator and incision were 2 inches lower than they should be and the lead wires were incorrectly placed too low and could be seen under the skin. All impedances were above 4,000 ohms. The patient was urinating blood and going to the bathroom every ten minutes. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037 serial# (B)(4) lead model 3093-28 lot# v225114 implanted: (B)(6) 2010 explanted: unknown.